Manufacturer narrative:
At this time no conclusions can be made. A lot number has not been provided, therefore we are unable to conduct a review of the manufacturing records. The information is limited at this time and medical records have not been provided. Based on the information provided, the claim is made on behalf of the plaintiff by a family member. A review of the legal claim finds no allegation of patient's death being associated to the bard/davol device used to treat the patient, as such this emdr is filed as a serious injury. Should additional information be provided a supplemental emdr will be submitted. This file represents perfix plug (device 3), an additional emdr was submitted represent the other perfix plug device. As reported the patient is not making a claim for an adverse patient outcome against the flat mesh. Not returned.

Event description:
The patient's attorney alleges that the patient underwent surgery and was implanted with an unspecified bard/davol perfix plug (device 1) on (B)(6) 2011. It is alleged that on (B)(6) 2011 the patient underwent surgery with implant of an unspecified "bard flat mesh." (Device 2) as reported, on (B)(6) 2013 the patient underwent surgery and was implanted with an unspecified bard/davol perfix plug (device 3). As reported, the patient is only making a claim for an adverse patient outcome against the perfix plug (device 1 and 3) . As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."